Event description:
Post placement of an acumed acu-loc vdr plate, the patient experienced an fpl and an fdp tendon rupture. Therefore, the plate was removed and the tendons were repaired.

Manufacturer narrative:
Device not returned.